Event description:
Silicone gel breast implants implanted 6/6/89. 8/95 rptr was diagnosed with atypical connective tissue disease. She has had full time disability since 1/91. Both right & left breast implants explanted 6/7/95; nothing was newly implanted.